Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A functional test was performed and no failure were detected related to the complaint. The receiver log was reviewed and the reported event of an intermittent out of range was confirmed. A root cause could not be determined.